Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient came to the hospital for a non-device related reason, and device interrogation showed several inappropriate shocks due to oversensing of atrial fibrillation (af) and non-sustained rhythms. Besides the inappropriate shocks, no other adverse patient effects were reported. Programming changes were made, and the product remains in service.